Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: no patient contact/involvement. Section b3: date of event: unknown, not provided, but the best estimate date is during 2024. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section e1: reporter middle and last name, email address: unknown/not provided. Section e1: reporter address, city, state, zip code: unknown/not provided. Section e1: reporter telephone number:(B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded intraocular lens haptic was broken and stuck during handling and prior to insertion. There was no patient contact. No other information is available.